Manufacturer narrative:
A correlation between the device and the reported stroke and driveline infection could not be conclusively determined. Stroke and driveline infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 6 months. No further information was provided. An autopsy was not performed and the pump was not explanted. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016. It was reported that the patient's cause of death was unclear. The patient had a previously unreported chronic driveline infection, but it was suspected that the cause of death was related to a massive stroke. No further information was provided.